Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to perform functions. A technical support specialist proceeded to dial in and check the data synchronization debug log. The tss dialed into the station, logged in as cfnadmin, and checked the db (data base) size, which was 11g. The services were stopped, and the db was backed up using knowledge article (how to decrypt station db for backup, then dropped using ¿proper datasync procedure & how to place new db in es station¿. The db was encrypted by referring the knowledge article (how to check for and apply encryption to es station database), the station was rebooted, and a full synchronization was performed. The full synchronization was successful, and the issue was resolved as confirmed with the customer. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to perform functions. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.